Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of severely bent grips to be related to the customer reported complaint. The instrument was found to have a severely bent grip, causing vertical misalignment of the grips. There was a .05¿ offset at the tips. The instrument was placed on the in-house system a had failed the bumper test. The backend was opened and no damage was found. The root cause of severely bent instrument grips/tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A log review was performed. Logs confirmed that the force bipolar instrument (part # 471405-06/lot# k13211122-0015) was used on system (B)(4) on (B)(6) 2022 during a bilateral inguinal hernia procedure with 2 uses remaining. No image or procedure video of the instrument was provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that the force bipolar instrument failed to open. At this time it remains unknown if the instrument was clamped on tissue when the jaws would not open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument's jaws would not open. The procedure was reported to have been completed with no reported injury. Intuitive surgical inc. (Isi) has attempted to obtain additional information from the customer concerning the reported event. However, no further details have been received as of the date of this report.